Event description:
It was reported per the expediated quality review (eqr) report that while on a pt the pump alarmed "purge failure when the pump wants to purge every 20 minutes. The problem comes sometimes and not each time." Additional information rec'd on (B)(6) 2010 from the sale rep stated that "the pump wasn't exchanged off the pt, they pushed "mute alarm" and "pumping on" each time the alarm appeared." Findings/action taken: the pneumatic control system serial number (B)(4), was replaced with pneumatic control system serial number (B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.